Manufacturer narrative:
The microtip was disposed of by the user facility and was not returned for complaint evaluation. Based upon similar failures and testing conducted on the tx2 microtip for this failure mode the immediate cause is material fatigue associated with and/or being caused by user error. It is suspected that non-axial motion by the user is the primary contributing factor to the needle breaking. Lab testing, to date, has been unable to duplicate needle failure when appropriate axial technique is used in simulated use conditions.

Event description:
Per the information reported, at the end of the procedure the needle separated from the microtip. The doctor was able to remove the needle from the patient using a kelly or a pick-up. No additional incision was made to remove the needle. The doctor admitted he pushed the device hard going from medium cutting to high cutting and cutting for over 5 minutes. The device was disposed of by the facility. There was no harm or injury to the patient caused by the failure.

Manufacturer narrative:
The date of event was originally submitted as june 27, 2017. The event occurred on (B)(6) 2017. The manufacturer was made aware of the event on (B)(4) 2017.

Event description:
Per the information reported, at the end of the procedure the needle separated from the microtip. The doctor was able to remove the needle from the patient using a kelly or a pick-up. No additional incision was made to remove the needle. The doctor admitted he pushed the device hard going from medium cutting to high cutting and cutting for over 5 minutes. The device was disposed of by the facility. There was no harm or injury to the patient caused by the failure.